Event description:
A report was received that the patient was experiencing pain at the pocket site as well as inadequate stimulation. The patient was explanted and is reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site as well as inadequate stimulation. The patient was explanted and is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. There is no report of ipg malfunction in the reported complaint. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50, serial # (B)(4) description: artisan surgical lead, 50cm.